Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient was hospitalized one day after the onset and was discharged two weeks after admission. On an unreported date, the patient was treated with inicenel injection (500mg, intraperitoneal, frequency and duration not reported) and vancomycin (2 grams, intraperitoneal, every 4 days, duration was not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 grams, route, duration and frequency not reported) and fortum injection (1 gram, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available